Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, for some reason the time on her pump switch from am to pm and noticed that now her pump is losing time. The blood glucose was 8.9 mmol/l at the time of the incident. Customer also had a problem a couple of weeks ago when she had to suspend her pump and then resumed. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was programmed with the current time/date, monitored for a week and tested with the time/date functioning properly. Insulin pump received with corroded battery tube noted.